Event description:
Ous MDR - it was reported that after an estimated implantation time of 2 years, a pacing impedance of less than 250 ohm was detected via home monitoring. An insulation defect was suspected. There were no adverse patient effects reported for this patient. The date of implant was not provided.

Manufacturer narrative:
During the analysis of the lead, it was noted that the insulation of the lead body had been massively damaged by squashing about 33.5 cm distal of the connector pin. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress of the lead due to subclavian crush syndrome. X-ray images or diagnostic images of any other kind, which would provide information on the positional relationships of the implanted system in the body, were not available for analysis. The deformation of the rv shock coil is probably a result of the explantation process. There were no indications of material defects or manufacturing errors.